Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized with high blood glucose of 290 mg/dl and diabetic ketoacidosis. The customer was treated with medication, observed, and then discharged. The customer was wearing the insulin pump at the time of hospitalization, but declined troubleshooting. Nothing further was reported.